Manufacturer narrative:
The field service engineer (fse) onsite investigation determined the smoke was caused by a leaking waste manifold fitting that contacted the refrigerator power inlet. No smoking or burning damage to the refrigerator was observed. The fse secured the waste manifold fitting and cleaned the refrigerator power inlet to return the analyzer to normal function; no parts were replaced. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed smoke coming from the architect i2000sr analyzer. The customer noted waste liquid leaking from the base of the instrument waste outlet made its way onto the refrigerator power inlet causing smoke. No fire was observed and no injuries occurred.